Event description:
It was reported that the insulin pump is under-delivering insulin. Customer is treating with manual injections. The backlight does not work. Customer is running high. Customer has a dose programmed every hour. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded keypad traces. However, the device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests after the button keypad traces and dome switch were cleaned. The backlight worked properly after cleaning the keypad assembly. A scratched lcd window and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.